Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. Visual inspection of the returned item #42517600505 lot #64220053 found it to exhibit signs of repeated use nicked / gouged and is fractured on the medial side of the post feature. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10 the following sections were corrected: d1; d4; g4 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event: 0001822565-2023-00183, 0001822565-2023-00184, and 0001822565-2023-00186.

Event description:
It was reported on a worn instrument return form that the instrument was fractured. There was no reported patient involvement. Attempts have been made and no further information has been provided.